Manufacturer narrative:
The device passed testing including delivery accuracy. The device did not pass the patient pendant assembly test, but this was not related to the reported event. The pump history was downloaded at the manufacturing site. The customer did not provide programming parameters; therefore, the history cannot be utilized to evaluate the reported event.

Event description:
The patient received more medication that intened. The pump was returned to the biomedical department with a note that stated, "please check this pump, had 2 syringes of dilaudid 6mg/30ml today. Four hr limit equals 6mg set up. Both time syringes were empty in 3hrs and no alarm 'limit reached' appeared." The customer contact could not provide specific patient information, pump programming or event details. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.